Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and kidney problems. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia, renal failure treated with a manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), an insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved products mmt-431a, mmt-342, mmt-7040a, and mmt-1884. The troubleshooting was performed, and it was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-431a. No product return is required for mmt-342. No product return is required for mmt-7040a. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump primed properly. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date 16-jul-2024 and event dates of 19-jul-2024, 20-jul-2024 and 22-jul-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 16-jul-2024 and event dates of 19-jul-2024, 20-jul-2024 and 22-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 16-jul-2024 and event dates of 19-jul-2024, 20-jul-2024 and 22-jul-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 03:30:00.000. Lostsensor2alert (781) was found on: (B)(6)2024 03:46:00.000. Sensorerroralert (801) was found on: (B)(6)2024 21:26:58.000. (B)(6)2024 15:35:10.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted during testing. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6)2024 04:33:00.000. Replace battery alert was found on: (B)(6)2024 14:04:00.000. (B)(6)2024 14:14:00.000. Replace battery now alarm was found on: (B)(6)2024 14:35:00.000. (B)(6)2024 14:45:00.000. Power loss alarm was found on: (B)(6)2024 14:46:32.000. (B)(6)2024 14:46:40.000. Pump error 23 alarm was found on: (B)(6)2024 14:46:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for prime/fill anomaly and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.